Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Although injury was reported to be ¿very mild¿ intervention was required. It was reported that a second burr hole was drilled. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "the legend (motor) engine jumped and scratched the adjacent surface of the head." It was also reported that patient was "alive-with injury". On follow up it was reported that the head was scratched near the burr hole and the injury was "very mild". It was also reported that the "doctor had to control the bleeding and drill another hole. No treatment was needed after the procedure and the patient is ok"